Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): covidien field service engineer reports via e-mail; customer was positioning the injector extension arm and j-bow, when it broke off. J-bow was held in place by the safety cable. No reported injury.